Manufacturer narrative:
Qc prior to the event was within laboratory established ranges. Qc was not rerun after the event prior to recalibration. A bci field service engineer (fse) replaced the missing quad ring from the cl electrode. Fse also replaced the carbon bridge.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the unicel dxc 800 synchron chemistry analyzer. The erroneous results were not reported out of the laboratory since the laboratory monitors the anion gaps and anion gaps had indicated an issue. The instrument was recalibrated and the samples repeated. Higher results were obtained and were reported. The customer does not know how many samples were affected. Two examples of patient sample results were provided. Patients treatment was not impacted by this event.